Manufacturer narrative:
Physio-control contacted the customer and no known impact or consequence to patient was reported. Patient fields in which information was not provided were asked but unknown and intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control was unable to verify or duplicate the reported issue. The root cause of the reported issue was unable to be determined. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.